Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board was replaced to address the issues. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The technician observed damage to the active exhalation control module. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that the device's power management board and active exhalation control module were replaced to address the device's issues. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.